Event description:
Pt (patient) presented to surgery (B)(6) 2025 for robot assisted laparoscopic ileocolic resection with stapled intra-corporeal ileocolonic anastomosis. During the procedure, noted there was a technical failure of the robotic stapler device which resulted in an inadvertent tear in the anastomosis and spillage of stool that required imbrication of the staple line with multiple interrupted figure-of-eight 3-0 vicryl sutures.